Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information the patient with this right ventricular (rv) lead presented for a routine follow-up appointment. The patient reported feeling episodes of dizziness. A review of the arrhythmia logbook showed episodes with oversensing resulting in pacing inhibition for greater than two seconds. It was also reported that the sensing and pacing impedance measurements had been declining, in addition to elevated pacing threshold measurements. Surgical intervention was performed and the rv lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.